Event description:
It was reported by service report that the head end jack was not functioning properly, it will pump up but will not release and go down. There was pt involvement; however, no adverse consequences were reported.